Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg. According to the reporter, the pediatric patient experienced a skin reaction with scaring from the pod and sensor. The reaction was treated with a prescription of a hormone cream due to scar tissue. No photo was provided. There was no documentation of medical intervention. No other details were documented. There was no specific date provided for the scar presence, as it could not be determined if this was more than 3 months after the skin reaction occurred, this was assessed as a serious adverse event due to the reported scaring. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.